Event description:
It was reported that the tonsil tip caught fire. No pt impact reported.

Manufacturer narrative:
At the time of this report, the product had not been received from investigation. A corrective action report has been initiated to further investigate this type of failure mode ((B)(4)).